Manufacturer narrative:
The device was received by depuy synthes power tools. The reported condition of oil contamination and debris was confirmed. During svc it was noted that the device had oil contamination and debris. If additional info becomes available a supplemental report will be submitted. (B)(4).

Event description:
Reporter from USA contacted product support for a repair on the device stating that during reprocessing, it was discovered that the product had water in the reservoir after being put through the cart wash. The exact date of the event is unk. However, it is known that the event happened on (B)(6) 2013. Reporter stated an unsuccessful attempt was made to dry the product. During svc it was found oil contamination and debris. The device was not being used in surgery. No injuries or medical intervention were reported. No additional info was available.